Event description:
It was reported that the right ventricular lead had a sudden increase in pacing impedance to out of measurable range, possibly due to a lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event. It was further reported that shortly following the implant, noise was seen on the electrogram. It was further noted that during a procedure to check for a loose set screw, the right ventricular lead appeared to be properly secured. When, during this same procedure, the lead was uncoiled, sensing difficulties ceased and the impedance was back in range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, there was blood in. On the helix mechanism and sleevehead, and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had a sudden increase in pacing impedance to out of measurable range possibly due to a lead fracture, and noise was seen of the electrogram. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, there was blood in. On the helix mechanism and sleevehead, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.